Manufacturer narrative:
B5: the affected product is clearlink system continu-flo solution set, previously submitted as unspecified chemotherapy set. D1: brand name: clearlink duo-vent continu-flo solution set, previously submitted as ¿ni¿. D4: catalogue#: 2c8541, previously submitted as ¿asku¿. D4: lot# r20d30013, previously submitted as ¿asku¿. D4: unique identifier (UDI) #: (B)(4), previously submitted as ¿ni¿. G1: the device manufactures information is baxter healthcare ¿ cartago, previously submitted as baxter healthcare corporation. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. G5: PMA/510k #: k961225 previously submitted as ¿ni¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified chemotherapy set was leaking from an unspecified location. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.